Event description:
The hosp reported that the hs iii proximal seal sytem 3.8mm was tight. Hosp provided possible lot#s 25096340, 25098272, 25099215.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. The possible lot numbers given (25096340, 25098272, 25099215) by the complainant were queried; there were no non-conformances found against the lot. (B)(4).